Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer called the ascensia customer service to receive help with her contour next ez meter. During the troubleshooting, it was found that her previous blood glucose readings were not being stored in the memory of the contour next ez meter. However, when the testing was performed by the customer while on the call, the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.